Manufacturer narrative:
Tracking #.49680. Ees #.981163/j. Based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported event during surgery occurred. The devices were examined, found to be functional, and were cycled repeatedly without incident. The experience reported by the surgeon could not be repeated during testing.